Manufacturer narrative:
The catheter was evaluated and the following observations were noted: the catheter is kinked approximately at 15 and 40cm from the sensor, the catheter is non-functional, the catheter and silastic strain relief are twisted apart at the neck, and the evaluator made an incision in the catheter material evidencing the wires were broken. In conclusion, it appears that the catheter was streched to a point that not only was the strain releif twisted apart, but excessive tension was placed on the wires that they severed in the catheter. The complaint is not valid. The sensor appears to have been subjected to severe strain which caused the failure. At this time, jjpi consider s this file to be closed.

Event description:
The microsensor was implanted and after 2 days, stopped to function. The device was explanted and replaced with another microsensor.